Event description:
On (B)(6) 2012, the lay user/patient contacted lifescan (lfs) alleging that the battery contacts on his onetouch ultralink meter are corroded. The following complaint was classified based on information obtained from the customer service representative (csr). The patient reportedly discovered the alleged issue on (B)(6) 2012 at 7am. According to the csr's documentation, the evening prior to discovering the reported meter issue the patient indicated he was experiencing symptoms of feeling hot and his skin was irritated. The patient, however, denied receiving any form of medical intervention/treatment after discovering the reported product issue. During troubleshooting, the csr noted that the patient was not using the subject meter for the first time. Replacement products were sent to the patient. There is no indication that the product caused or contributed to a serious injury. The patient's symptoms started before the reported issue first occurred. There was no indication that the patient's symptoms deteriorated since the patient did not receive any form of medical intervention after the product issue occurred. However, this complaint is being reported because the alleged issue remains unresolved.

Manufacturer narrative:
The meter involved with this complaint has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the meter involved with this complaint failed testing. The meter was found to have a corroded battery contact. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed. The 510(k) # is k073231.